Event description:
The user facility reported to baxter that the speakers were not working on an ipump device. The problem was noted prior to use on a patient, therefore, there was no report of injury or medical intervention reported.

Manufacturer narrative:
The ipump device was returned to baxter for evaluation and the reported condition of speaker not working not confirmed and not duplicated. The root cause of the reported condition was undetermined.